Event description:
It was reported that oversensing due to crosstalk and a diagnostic anomaly resulting in loss of pacing was observed on the device. Abbott technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of autocapture threshold anomaly was confirmed. Based on the information provided, it was determined that the right ventricular autocapture algorithm was functioning as intended. There was crosstalk interfering with the evoked response calculations, which resulted in true loss of capture not being detected. No device malfunction was noted.